Event description:
A surgeon reports that he has observed a patient with cell growth at the anterior capsulorhexis - intraocular lens junction within the visual axis. Best corrected visual acuity was 20/300. An anterior yag capsulotomy was performed resulting in good vision. Additional information has been requested. See also MFR report# 1119421-2003-0003 involving patient's fellow eye.